Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch #815c58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, slight marks were noted on the red safety. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to fire the device, draw the red safety back toward the handle. If the safety cannot be released the instrument is not in the safe firing range. If the device is not in the safe firing range it may result in incomplete cut and/or improperly formed staples. To ensure the device remains in the safe firing range, do not turn the adjusting knob once the red safety has been released. When the safety has been released, squeeze the firing trigger with firm, steady pressure. Fire the instrument in one continuous stroke until the firing trigger touches device body. To fire the device, draw the red safety back toward the handle. If the safety cannot be released the instrument is not in the safe firing range. If the device is not in the safe firing range, it may result in incomplete cut and/or improperly formed staples. To ensure the device remains in the safe firing range, do not turn the adjusting knob once the red safety has been released. When the safety has been released, squeeze the firing trigger with firm, steady pressure. Fire the instrument in one continuous stroke until the firing trigger touches device body. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 815c58, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ecs29b lot number c9dh64 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that on the first attempt the resident stated that it felt like it would not cut. The surgeon tried and had to squeeze the trigger twice. The staple line was complete and the donuts were complete. No additional devices were needed to complete the procedure. There were no adverse consequences for the patient.